Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date at 1300, the device was programmed to deliver an unspecified concentration of bicarbonate, at a rate of 220ml/hr, and the delivery was started. No further programming parameters were provided. At 1400, it was reported the nurse transported the pt to the catheterization lab. At that time, the nurse stated that "it appeared that more than 220ml of bicarbonate had been delivered." Multiple unsuccessful attempts have been made to obtain additional info, including specific event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.3ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the user facility. A review of the device history indicates the last programming occurred on (B)(6) 2012 at 1456 when line a was programmed for simple delivery, cardiac tele cca, to deliver at a rate of 220ml/hr, with a vtbi (volume to be infused) of 900ml, for the duration of 4hr and min, and the delivery was started. At 1620, the delivery was stopped, volume infused of 307.3ml was indicated. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.